Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. Physio downloaded and reviewed the electronic records from the customer¿s device. Physio concluded the customer¿s device was configured to boot up with lead ii in the channel 1 position on the monitor. However, when no ECG was observed, there is no evidence that the users attempted to change the displayed lead to paddles lead. The patient ECG cable used during the event was not provided by the customer for evaluation. After observing proper device operation through functional and performance testing the device was returned to the customer for use. Physio performed a clinical review of the reported patient event and concluded that the device usage may have contributed to the patient outcome. The following was observed: defibrillation needed (by ECG evidence or report of 2nd responders) but provision of defibrillation delayed greater than 30 seconds. The device was set up to power on in lead ii in channel 1. As the electronic download indicates, the user did not switch from lead ii to paddles lead to display the ECG from the defibrillation pads. Per the lp15 operating instructions: to select or change the displayed ECG lead using the lead button: press lead. If any ECG lead currently appears on the home screen, the lead changes to paddles. If paddles lead is currently displayed, the lead changes to lead ii. While the lead menu is displayed, press lead again or rotate the speed dial to the desired lead. The likely cause of the patient death was due to user error. The users did not change leads to view the patient¿s ECG rhythm to determine if defibrillation therapy was needed, which resulted in an approximate four minute delay until defibrillation therapy was provided to the patient. The cause of the ECG not displayed through the patient cable leads could not be determined.

Event description:
The customer contacted physio-control to report that their device was unable to display an ECG signal through lead ii of the patient ECG cable. The medics attempted to troubleshoot the issue but was unable to do so. Because the users were unable to see the patient¿s ECG rhythm, they were unable to determine whether the patient needed defibrillation therapy. A backup device from the fire department was used to administer two shocks to the patient for a ventricular-fibrillation rhythm. The patient¿s ECG rhythm converted to asystole after the second shock and remained in asystole. The patient, an (B)(6) female did not survive. There was an approximate four minute delay until the backup device was used.